Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device that it gave them a service code and made a funny sound and then stopped working. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2024-14999. This report was submitted as a duplicate report of the previously submitted report.¿